Event description:
It was reported that the patient experienced headaches and believed this started happening after the implant surgery in january. The patient requested that the device was explanted. All components were moved. No further information is available.